Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. Analysis was unable to verify failed battery alarm due to button keypad anomaly. The insulin pump received was with deep scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported via phone call that they received failed battery test and button error alarm. The customer reported that the buttons were unresponsive. The customer's blood glucose was 114 mg/dl at the time of incident. The customer stated that the failed battery test alarm occurred prior to the button error alarm. The customer stated that they already took out the battery and put it back in. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.